Manufacturer narrative:
Device evaluated by MFR.: fg emerge mr, ous 2.50mm x 15mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. No issues or damages noted on hypotube profile. The balloon material identified a longitudinal tear from the distal to the proximal markerband. The proximal and distal markerbands identified no damage. No issues or damages identified in shaft polymer extrusion. Bumper tip showed no signs of distal tip damage.

Event description:
Reportable based on device analysis completed on 18jul2024. It was reported that crossing difficulties were encountered. The patient was undergoing percutaneous coronary intervention. The 75% stenosed target lesion was located in the severely calcified middle right coronary artery. Following pre-dilatation, a 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. During the procedure, the device failed to cross the lesion because of calcification. The procedure was completed with another of same device. No patient complications were reported, and the patient condition was stable post-procedure. However, returned device analysis revealed that balloon had a longitudinal tear.